Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2021, the patient's stimulation has sporadically decreased to 0 without the patient adjusting the stimulation. Patient said this occurred when they were sleeping and when they were sitting and watching tv. The patient was able to increase their stimulation when this happened. Patient denied any falls/traumas. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.